Event description:
The customer reported being hospitalized due to low blood glucose of 38mg/dl. The customer stated that he was in a car accident while driving. The caller stated that the insulin pump was not exposed to an MRI. Troubleshooting could not be performed as customer has not worn the insulin pump since the car accident on (B)(6), 2012. The customer stated that he already contacted his doctor about the low blood glucose and they made adjustments. The caller stated that he does not believe it was the insulin pump issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.